Event description:
It was reported that the device was used during an unknown procedure. The device did not staple when fired. It is unkown how the case was completed. There was no patient consequences reported.